Event description:
It was reported that there was noise on the right ventricular lead. The physician suspected that the lead was too close to a prior existing implanted pacing lead. The lead was explanted and replaced with a new lead placed more septal from the existing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2009-(B)(6), d224trk implantable cardioverter defibrillator 2013-(B)(6). (B)(4).